Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "bad speaker" was confirmed as low and muffled audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed preventative maintenance due to a bad speaker in the biomedical service department. There was no patient involvement. No additional information is available.